Manufacturer narrative:
Investigation conclusion: the report of an overinfusion was not reproduced during the investigation. The pcu event log shows that on (B)(6) 2021, the user attempted to program an infusion of sodium bicarbonate, but for an unknown reason was not able to. At 10:29 pm, the user instead programmed a basic infusion. The user entered 250ml/hr for the rate and 1000ml for the vtbi. The infusion ran until 11:05 pm when the device alarmed or air in line. The volume recorded as being infused during this period was 150.071ml. A review of the device error logs found no errors during the time of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. Device inspection: pump module (B)(6) was received with instrument intact. The right (male) iui was observed with corrosion. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. Root cause analysis: the root cause of the reported overinfusion was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 20sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported pump was programmed to run sodium bicarbonate at 250ml/hr on (B)(6) 2021 at 2228. The nurse checked on the patient at 2320 and the intravenous (IV) pump was beeping. It was noted that the bag of IV fluid was empty but the pump said it was infusing at 250 ml/hr. There was no patient harm. The event occurred in the emergency room (ER)/ pediatrics (peds).

Manufacturer narrative:
Race and ethnicity: unknown. Admitting diagnosis: intentional aspirin overdose.

Event description:
It was reported pump was programmed to run sodium bicarbonate at 250ml/hr on (B)(6) 2021 at 2228. The nurse checked on the patient at 2320 and the intravenous (IV) pump was beeping. It was noted that the bag of IV fluid was empty but the pump said it was infusing at 250 ml/hr. There was no patient harm. The event occurred in the emergency room (ER)/ pediatrics (peds).

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported pump was programmed to run sodium bicarbonate at 250ml/hr on (B)(6)2021 at 2228. The nurse checked on the patient at 2320 and the intravenous (IV) pump was beeping. It was noted that the bag of IV fluid was empty but the pump said it was infusing at 250 ml/hr. Although requested, no additional information was provided.